Manufacturer narrative:
The device was not returned for analysis. The lot history record of the reported lot number showed no discrepancies that may have contributed to the reported event.

Event description:
Medtronic (covidien) received information that this clinical study patient suffered from aphasia one day after an arteriovenous malformation (avm) embolization. It was reported that onyx extravasion during the procedure was linked to the aphasia. The aphasia was treated with medrol (methylprednisolone) 32 mg and lovenox (enoxaparine) patient was discharge 6 days following the onset of this event. Patient&#39;s modified rankin score was identified as 2. The patient status was described as &quot;improved, currently resolving, almost asymptomatic&quot;.

Manufacturer narrative:
Additional information: the onyx extravasation occurred in the left subarachnoid temporal parenchyma space. The patient was kept under heparine v for 5 days, to prevent any thromboembolic risk. The patient also treated with rehabilitative therapy (speech therapy). The patient did not have any history of the aphasia. (B)(4).